Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos and images were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent thrombectomy and atherectomy procedure using a rotarex device. During procedure repeated upward to downward suction of thrombus fragments was performed from the origin of the superficial femoral artery to the distal common iliac artery. After one minute of suction, the catheter became non rotatable. Repeated flushing was ineffective. Re angiography showed, the left superficial femoral, common iliac, and posterior iliac arteries remained poorly visualized with substantial residual thrombus obstructing blood flow. The current status of the patient is unknown.